Event description:
The customer reported the evis lucera elite bronchovideoscope camera did not turn on and the screen was black. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the forceps plug cap was scraped off. The report is being submitted due to scraped off forceps plug cap found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings, evaluation found the complaint was confirmed and images were not displayed due to damage to the scope connector. In addition, evaluation found poor continuity of the insertion site, the bending angle was insufficient due to the elongation of the angle wire, the insertion tube was broken, the universal cord was collapsed and scratches were found on multiple parts of the scope. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer.

Event description:
Additional information received from the customer reported the date the image issue was observed was unknown. The customer did not know when the failure first occurred or have additional information about the intended procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the event was caused by stress from repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.